Event description:
As reported by the user facility: an 18 ga x 1 1/4" catheter was inserted in pt. The catheter part has broken off into the pt causing the doctors and the nurses to dig the catheter out of the pt's arm. Add'l info provided by the facility indicated that the catheter was removed surgically and intact. The pt suffered no further adverse sequela associated with this incident. The sample was discarded and is not available for eval.

Manufacturer narrative:
The actual device involved in the incident was not available for the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn. Although no inventory remained of the reported lot twenty-five unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design spec and passed the pull test. All available info has been provided to the actual manufacturer.